Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was recommended to replaced the breath delivery (bd) to graphical user interface (gui) cable. Customer replaced the bd to gui cable. Covidien was not authorized to conduct the repair.

Event description:
It was received information stating that an 840 ventilator had a loss of communication while in use on a patient. Patient was not transferred to another ventilator. The patient was not harmed or injured as a result of the event.